Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet for one week experienced hyperglycemia with a reported blood glucose up to 327 mg/dl for approximately three hours after announcing breakfast, without access to fingerstick supplies or ketone testing, and without initial use of backup therapy; later the user elected to revert to backup insulin while away from home and planned to change the infusion site upon return. Symptoms included hyperglycemia without acute complications. Outcomes included no medical intervention and no hospitalization. Investigation included complaint intake, user troubleshooting and education, and assessment for device-related issues. Investigation of this case revealed an unclear cause of hyperglycemia with a potential infusion site or delivery issue not confirmed due to lack of immediate site change, and no device component failure was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.